Event description:
It was reported that after a rotator cuff repair procedure using a speedscrew implant, the distal tip of the implant broke off upon insertion. The broken piece was abandoned in the bone and a new bone hole was drilled to complete the procedure. There were no significant delays or patient complications reported as a result of this event.